Event description:
While prepping the cypher sds for use, the stent became dislodged and slid off of the balloon prior to being placed in the pt. The product was not used in the pt and will be returned to cordis for analysis and testing. Additional information has been requested.